Event description:
It was reported by a physician's office that one of their programming tablets was unable to turn on. It was reported that the issue started a week prior and there was no indication of mishandling. The tablet was charging for some time and would not turn on after that. A company representative went to visit the office and confirmed the tablets were unable to charge after 45 minutes of charging. The company representative indicated that the battery power icon was not lit and the charger was confirmed to be working by using it on the company representative's tablet. The cable connections were checked but the indicator lights did not power on. The power buttons were verified to be in the correct orientation. No additional information has been received to-date. The programming tablet has been received by the manufacturer for analysis, which is underway but has not been completed to-date.

Event description:
Analysis was completed for the returned tablet on (B)(6) 2016. During the analysis it was verified that the tablet was unable to power on. The cause for the anomaly is associated with a defective main board. Once the main board was replaced, no further anomalies were identified.